Event description:
A physician reported a certas valve was implanted in a (B)(6) male patient due to sah (subarachnoid hemorrhage) via v-a shunt in (B)(6) 2021 with unknown setting . Due to a decrease in consciousness, the patient was transferred to another hospital on (B)(6), 2022 and transferred to the hospital on (B)(6) 2022. Head CT showed worsening hydrocephalus. The set pressure couldn't be changed, and could not be changed even under fluoroscopy. The valve was removed and replaced on unknown date.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation. Device history record (DHR) - the product code 82-8804 with lot 5076474, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected, needle holes in the needle chamber. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. Root cause - no root cause could be determined for the issue reported by the customer as the technician could not confirm any functional issues with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no programing issues were noted.

Event description:
N/a.